Event description:
Pt had severe seizure on 3/9/97 and hit head. Both occipital electrodes had to be replaced. The right frontal bolt was bent, but appeared intact and the electrode continued to function. On 3/13/97, all 4 electrodes and bolts were removed. A small piece of the right frontal bolt had been broken, presumably during the seizure which caused it to be bent. The tip of the treaded part was left in the skull. The decision was made to remove it at the time of pt's upcoming craniotomy. On 3/26/97, pt was seen by his cardiologist and noted to have a temp of 101 degrees and pus coming from the bolt site. He was admitted to the hosp for removal of the bolt tip and for antibiotic therapy.